Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device application was freezing up. A technical support specialist was found that these computers were not able to bind to an ip on the network as both computers were "cubexcab" still. Looking at the controllers that the new sync should have been cubexcab02, and it was set up as cabinet 02. And checked asp synchronize interface and found it was still pointed on the ns but the db had been renamed to cubex dbold. And cleared asp synchronous paths in registry for ns. And renamed the sync cabinet to cubexcab02, blew out the server path for the sync cabinet and reconfigured the application. Then ran the master upgrade as it was still detecting the ns as the old version. Both cabinets now show the assign screen correctly without crashing and issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank mini application was freezing up. There were no adverse events or injuries reported based on this incident.